Manufacturer narrative:
The customer's allegation could not be reproduced. Based on the results of the investigation , it is likely that the following led to the malfunction: a definitive root cause could not be identified. A device history review revealed no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope had a cloudy video. The issue occurred during preparation for use. There were no reports of patient harm.